Manufacturer narrative:
A review of the DHR and inspection records was conducted, and no similar concerns were found. One opened catheter was returned for review. Visual inspection confirmed a crack in the luer that would result in leakage. Several complaints for this part number have previously been received regarding a cracked hub resulting in leakage, and CAPA: 2021-039 was initiated to address this issue. The CAPA is currently in the implementation phase and will evaluate the corrective action implementation for effectiveness to prevent a recurrence of this issue.

Event description:
Item was inserted successfully on (B)(6) 2023 at 1800h. Leaking with cracked hub discovered on (B)(6) 2023 at 1015h. Catheter removed and saved for argon supplier, (B)(4) to inspect. Placed in biohazard bag.

Event description:
Item was inserted successfully on (B)(6) 2023 at 1800h leaking with cracked hub discovered (B)(6) 2023 at 1015h catheter removed and saved for argon supplier, macarthur medical to inspect. Placed in biohazard bag.

Manufacturer narrative:
Sample is indicated as available for return. As of the date of this report, sample has not been returned. A follow-up report will be submitted once the sample has been received and reviewed.